Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the registered nurse at the user facility that the evis exera iii xenon light source had a "grinding noise from the fan". No patient injury or harm was reported. The registered nurse further reported that the reported grinding sounded like metal on metal and occurred during the middle of a diagnostic procedure. The procedure was completed using the same device with no delay or harm to the patient. After the procedure, an air blower was used to blow at the fan area and the noise went away. The device was later taken to biomedical engineer department at the facility, was opened up and further cleaned. It was noted there was debris but could not determined if that was the cause. The device is currently in use as there has been no further noise or issue. No device will be returned at this time.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.